Manufacturer narrative:
(B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided. Email address unknown / not provided. Additional PMA/510(k) number ¿ k011028/k013227. Device manufacture date unknown/not available. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that placement tooth #22 socket was infected. The implant was removed, socket was regrafted and the procedure will be completed with another implant. An abscess was also reported.